Event description:
Caller reported that a malfunction occurred on the pump, specifically a communication error with the touch screen. The issue did not cause an adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur following the reset. Customer was informed to continue using the pump and to contact support if the issue arises again.